Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend, dr (B)(6); (B)(6) hospital (B)(6) 2018 - surgeon was positioning the guide wire and the pin got caught on the plate. I was not able to remove the sharp guidewire from the base plate, and the (B)(6) department refused to decontaminate the instrument and it was decided we would have to discard.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.